Event description:
Customer reports flow regulator leaking around the dial. Previously reported leaking however no sets were saved. Now has one set saved. Customer has spoken with manufacturer vygon (B)(4) about issue. No report of pt harm or medical intervention. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The extension set has been received. Sample has been sent to manufacturer vygon for further investigation. A follow up report will be submitted with failure investigation results once the evaluation has been completed.